Manufacturer narrative:
The report of user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed through review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, the ua 18 error message was not reproduced during functional testing. Review of the archive data confirmed the reported ua 18 error message around the reported event date where it indicated that no patient weight was present on the load cells and the ua 18 error message was normal operation. Unrelated to the event, user advisory (ua) 29 (loss of brake connectivity) error messages that were subsequently cleared by the user were also observed that occurred prior to the event date. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 18 error message. Therefore, a root cause for the ua 18 could not be determined. The platform was functionally tested and passed all functional testing criteria including the load characterization check. As part of routine service during testing, the platform's power distribution board was replaced to prevent the ua 29 error message from reoccurring. The platform operated using a light resuscitation test fixture with continuous compression for 15 minutes without errors and met all required specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 28 apr 2011.

Event description:
It was reported that the emergency crew was deployed in response to patient for an unspecified issue. Upon arrival, the autopulse platform (sn (B)(4)) was deployed without issue and was used on the patient. The platform performed continuous compressions followed by an observed user advisory (ua) 18 (max take-up revolution exceeded) error message on the display screen. The ua 18 error message was able to be cleared after the user reset the lifeband to its home position. The user then checked if there were any obstructions underneath the lifeband and also checked the patient's positioning on the platform. No issues were observed. The platform was restarted and operated with compression followed by a recurrence of the ua 18 error message. The length of delay was unable to be specified. Manual CPR was then immediately performed. There were no issues observed on the platform and lifeband during shift check and deployment state. The user was able to activate the platform without issue during initial use. The lifeband was inspected on the scene and and no damage or issue was noted. The lifeband was disposed by the user as it was contaminated. No known patient impact or consequence was reported. No further information provided.